Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. As reported, after the implant of the aortic valve, there was severe mitral regurgitation and sam found. An alfieri stitch was attempted to repair the mitral regurgitation and was unsuccessful which resulted to a change in operative strategy to a full sternotomy. The decision was made to explant the aortic valve, replace the mitral valve and re-replace the aortic valve. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards implant patient registry received information a 25mm valve was explanted at implant due due to severe systolic anterior motion (sam) and severe regurgitation of mitral valve. The patient was admitted for right mini thoracitimy, minimally invasive aortic valve replacement with a 25mm aortic valve. The patient was found to have severe sam and regurgitation of mitral valve. Surgeon attempted an alfieri stitch which was unsuccessful then had to convert to full sternotomy. The 25mm valve was explanted and mitral valve then replaced with a 29mm edwards bovine pericardial tissue valve. The explanted 25mm aortic valve was replaced with another 25mm aortic valve. The patient was bradycardiac coming off pump. EKG performed on post operative day five showed sinus rhythm with first degree a-v block. On post operative day nine ECG showed atrial fibrillation has replaced the previous sinus rhythm and septal infarct present. Patient was discharged on post operative day 11. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".